Event description:
Npb received maude report (B) (4) on 2/8/2010 stating that in 2009 at 1600, a respiratory therapist was rounding and performing patient's ventilator checks when the ventilator failed. The patient was immediately removed without harm. Respirations via ambu bag were initiated and a replacement ventilator was obtained. Sao2 remained >92% on 100% fio2. Mechanical ventilations were restarted on replacement ventilator. Diagnosis or reason for use: pneumonia.